Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary planned treatment, which was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional analysis, fse noticed the error led indicator on the base station was red, the status of the wi-fi (led) indicator on the wireless footswitch was flashing red, and the color of the battery indicator was green. Also, the wireless footswitch (wfs) charger indicated an error. The cause of the wfs and base station failure could not be conclusively determined by the supplier's part analysis. But the failure analysis of wfs identified a missing charger connector protection cap. To resolve the issue, the fse replaced the wfs, base station, wfs charger, and pictogram sheet footswitch family. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch wi-fi indicator was flashing red and would not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.